Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that the boot vent hole was incomplete and did not go all the way through the boot wall. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console. The shaft was inspected to see if there were any hypotube damage. It was revealed that the hypotube was fractured/broken 41cm distal of the strain relief. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 03 apr 2018. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left iliac vein. After priming for 10 seconds, the system alerted "the saline was filled". The physician attempted to reset the system three times, however, the catheter still could not complete priming and the system alerted "perseverative error. Please replace the device. The procedure was completed with another of the same device. The patient was stable without any complications. However, device analysis found a broken hypotube.